Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller has tried 3 cannulas from the same box and all of them had defective adhesive and would not stick when used right out of the box. No adverse event alleged.a request was made for the return of the device.